Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - leakage other seventy-five samples from batch 4243148 and twenty-three from batch 4158491 were provided to our quality team for investigation. All samples were tested with no leakage observed on any of the samples received. The condition observed is acceptable per product specification. The reported defect was not identified in the samples received, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot numbers 4243148 and 4158491. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
D.4. Other lot number includes 4243148 and other expiration date includes 2029-07-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2024-08-30.

Event description:
It was reported that the bd luer-lok had leakage. The following information was provided by the initial reporter: verbatim: complaint received via email(s) attached. All of these are leaking. They are leaking medication when removing the tip and continue to leak from the tip of the needle. Patients are not getting the correct dosage injected because of this.